Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# 2014/010/020/401/(B)(4)) in (B)(6) on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. It was reported that the on the (B)(6) 2014 the consumer had an allergic reaction to this device and is experiencing pain on right side (no intervention reported). No one was injured. Essure device remains in situ. No further information. Correction <(B)(4) 2014>: after internal review, this case was upgraded to incident due to health authority assessment. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: an allergy is a hypersensitivity to a substance that causes the body to react to any contact with that substance. Common indications of allergy may include sneezing, itching, skin rashes and hives. Probable cause for an allergic response in patient - an allergic response to the essure micro-insert is most often due to the patient's sensitivity to nickel. According to the product IFU, the essure system should not be used on any patient with a known hypersensitivity to nickel confirmed by skin test. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up (B)(4) 2014: follow up information received from the consumer. Consumer informed her age as (B)(6) and essure 305 insertion date as (B)(6) 2014. Consumer reported that she experienced severe pain during the procedure and thereafter continuous cramps that were worse in the middles of her cycle. She began breaking out in hives and lumps a few weeks after the essure was implanted and she believed this to be a reaction from the nickel in the device. She advised her doctor she was allergic to nickel. Consumer has had to undergo surgery to remove both her fallopian tubes and essure on (B)(6) 2014 and has had a total of six weeks sickness. She noted that she was admitted to hospital because of the reaction. She already feels better in just two weeks and confirmed that essure was causing pain and allergic reactions. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred terms: meddra pt- allergy to metals: the analysis in the global safety database revealed (B)(4)cases. Meddra pt- abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Follow-up information received on (B)(4) 2014. No new clinical information provided. A signed consent to contact hcp from consumer was not received. Case closed. Company causality comment: this not medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had an allergic reaction to this device (reaction from the nickel) and had been experiencing pain on the right side (interpreted as abdominal pain). The consumer stated that a surgical intervention (bilateral salpingectomy) and hospitalization were required due to the events, therefore, they were considered serious. Both events are listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion and a positive dechallenge was reported. The consumer's historical condition of nickel allergy reinforces a causal relationship between the allergic reaction and essure insert. There is a positive temporal relationship between abdominal pain and essure insert and lack of plausible alternative explanation. Therefore, company considers both events as related to essure. Due to the intervention reported, this case is regarded as incident. Based on product technical analysis, there is no reason to suspect quality deficit of the product. Additionally, non-serious events severe pain during the procedure and continuous cramps that were worse in the middles of her cycle were reported. No further information is expected.

Manufacturer narrative:
Follow up 04-nov-2016: duplicate/follow up report received from health facilities (B)(6). No new relevant information provided. Additional reference numbers added, (B)(4). Follow up received on 11-nov-2016 from health authority: the health authority confirmed that cases (B)(4) are the same. The information from both cases is included in the case herein. This final report refers to both (B)(4) cases. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-nov-2016 for the following meddra preferred terms: meddra pt- allergy to metals: the analysis in the global safety database revealed (B)(4) cases; meddra pt- abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had an allergic reaction to the device (reaction from the nickel) and had been experiencing pain on the right side (interpreted as abdominal pain). The consumer stated that a surgical intervention (bilateral salpingectomy) and hospitalization were required due to the events, therefore, they were considered serious. Both events are listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion. The consumer's historical condition of nickel allergy reinforces a causal relationship between the allergic reaction and essure insert. There is also a positive temporal relationship between abdominal pain and essure insert and lack of plausible alternative explanation. Therefore, company considers both events as related to essure. Due to the intervention reported, this case is regarded as incident. Based on product technical analysis, there is no reason to suspect quality deficit of the product. Additionally, non-serious events were reported. No further information is expected.

Manufacturer narrative:
Follow up information received on 12-feb-2015 the consumer replied that she has re-sent the consent form to contact her hcp for follow up information. Ptc assessment was updated on 17-feb-2015 without major changes. Ptc investigation result from duplicate case (B)(4) received on 26-feb-2015: ptc assessment without major changes. Follow-up information received on 04-mar-2015. The consumer stated that she had not sent a report to the health authority in (B)(6) but had lodged a complaint with them. Consumer also stated she believes she is still experiencing certain symptoms due to essure, despite having had her tubes removed in (B)(6). The list of similar cases contains essure reports received by bayer with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 05-mar-2015 for the following meddra preferred terms: meddra pt- allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Meddra pt- abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had an allergic reaction to the device (reaction from the nickel) and had been experiencing pain on the right side (interpreted as abdominal pain). The consumer stated that a surgical intervention (bilateral salpingectomy) and hospitalization were required due to the events, therefore, they were considered serious. Both events are listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion. The consumer's historical condition of nickel allergy reinforces a causal relationship between the allergic reaction and essure insert. There is also a positive temporal relationship between abdominal pain and essure insert and lack of plausible alternative explanation. Therefore, company considers both events as related to essure. Due to the intervention reported, this case is regarded as incident. Based on product technical analysis, there is no reason to suspect quality deficit of the product. Additionally, non-serious events were reported. No further information is expected.